Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the 10-years-old female patient was diagnosed of severe hyperglycemia,nausea,headache,blood glucose of 525 mg/dl. The patient was admitted to hospital with blood glucose of 472 mgdl. No further information available.

Manufacturer narrative:
Patient city: (B)(6)